Event description:
A malfunction was reported on the pump, displaying malfunction code 12, with a fault ID of 0x2071. The issue led to the customer's blood glucose level rising to 502 mg/dl. The customer administered a correction bolus via the pump to address the high blood glucose. Technical support assisted the caller in resetting the pump and provided information for managing the malfunction. As a backup therapy, the customer planned to use multiple daily injections (mdi) and expressed interest in an out-of-warranty loaner pump.